Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump had intermittent power after changing the batteries in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump¿s black box showed unexplained pump reboots on (B)(6) 2014. Two call service alarms were observed in black box. The pump powered on normally with the returned battery cap. The battery cap was able to fully tighten to the pump. The battery cap height and with measurements were within specifications. A power loss was not observed. The battery compartment was found to be intact. There was evidence of moisture contamination found on the underside of battery cap. During testing, the pump was exercised for 24 hours with no reboots, loss of power or call service alarms duplicated. The pump passed the leak test. The pump case was removed and no evidence of additional moisture or loose components was found inside the pump. The intermittent power issue was observed in the history but was not duplicated during investigation.